Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a loss of connection between the transmitter, smart device, and receiver occurred. No additional patient or event information is available. Data was received but does not reflect the full investigation window. The complaint confirmation of a loss of connection could not be determined. A root cause could not be determined. The transmitter has been received for evaluation. An external visual inspection was performed and the transmitter passed. A voltage test was performed and the device held no voltage; therefore the reported problem could not be confirmed via functional testing. Share log data was available for review but did not fall in range of the reported issue date. The complaint confirmation of a loss of connection could not be determined. A root cause could not be determined.